Event description:
Left rear leg of portable commode failed and bent while pt was using device. Support leg bent inward at upper cross-brace connecting point. Probable cause of failure was due to overstress at connecting point of cross-brace. Pt stated that she was "just sitting" on the commode. And the leg collapsed, causing her to fall forward. Device was placed on a carpeted surface during use.